Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device assessed, as unidentified (tear) opening (shell thickness was within specification). And missing piece of shell assessed, as inconclusive. Capsular contracture: unable to observe, since it is not related to the device. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, "replacement, due to prosthesis ruptured. And uncomfortable for left side". This is for a left side device. The device has been explanted.

Event description:
Healthcare professional reported " replacement due to prosthesis ruptured and uncomfortable for left side. " this is for a left side device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.